Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Stent dislodgement was confirmed via returned device analysis. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The distal end of the stent implant was dislodged distally past the tip of the balloon. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Event description:
It was reported that during preparation of the xience xpedition device prior to use, when the stylet was removed, the stent became dislodged. There was no resistance noted during removal of the stylet or during removal of the device from the packaging/hoop. The device was not used on the patient. A non-abbott stent was selected and used successfully to complete the case. There was no clinically significant delay of procedure reported. No additional information was provided.